Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown and no alerts or alarms were audible. Additionally, it was reported that the pump touchscreen was intermittently unresponsive while unlocking the pump and on the bolus screen. Customer's blood glucose level was 400 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.